Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported, that after her right knee revision, she has been experiencing numbness, fluid in her knee, loosening and infection. Patient alleges "that she feels it is dr. Negligence".